Manufacturer narrative:
H10: as the lot number for the device was provided, a manufacturing review was performed. The sample was not returned to the manufacturer for evaluation but received two electronic photographs. Therefore, the investigation of the reported event is confirmed for the alleged bend and material discoloration. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11: d3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model uctw17 biopsy instrument allegedly experienced bent needle. This information was received from one source. This event did involve patient with no reported patient contact. The patient's age and weight was not provided.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review was performed. The sample was not returned to the manufacturer for evaluation but received two electronic photographs. Therefore, the investigation of the reported event is confirmed for the alleged bend and material discoloration. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model uctw17 biopsy instrument allegedly experienced bent needle. This information was received from one source. This event did involve patient with no reported patient contact. The patient's age and weight was not provided.